Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the er320 misfired. The clips are not fully forming. Another device was used to complete the case. There was no consequence to the pt.